Event description:
The coils (a presidio and a cashmere) were very difficult to advance after the first and second loops were in the aneurysm. The coils were used to coil the larger of 3 aneurysms located along the internal carotid artery (ica). The doctor pulled the devices out and tried to re insert them but the same result happened. At that time the doctor removed the coils and because he had lost access did not finish coiling the larger aneurysm and the patient will be brought back at a later date. Patient woke up intact and alert.

Manufacturer narrative:
The prowler plus (0.021") microcatheter was not returned. The coil and dpu were returned protruding outside the sheath. Located 42.5 cm off the green introducer's distal tip, the coil protrudes outside the sheath for a length of 32.0 cm before entering the resheathing tool. Located at the point of protrusion by the coil, there is mechanical sheath damage. This damage opened up the skive. This damage exhibits a pattern normally caused by the resheathing tool (photo 4 through 8). The coil was found to be undamaged. Located on the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. The distal tip of the damaged edge of the v notch has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away from the surface. For testing purposes, the returned coil was back loaded into the introducer sheath. Using an in-house prowler select plus microcatheter, the coil was introduced multiple times with no resistance felt. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil was returned undamaged. The coil was advanced through an in-house prowler plus microcatheter multiple times with no resistance encountered. Therefore; it is highly unlikely that this microcoil system used in the procedure was responsible for the coils failure to fully advance inside the aneurysm. Multiple contributing factors were found. The first contributing factor may have occurred when mechanical sheath damage caused by the resheathing tool opened up the skive. This may have caused the device positioning unit (dpu) to protrude outside the sheath. In this condition significant coil resistance would have occurred. The second contributing factor have occurred when the sheath¿s locking mechanism became embedded inside the resheathing tool. This would have produced significant resistance during coil advancement. The binding action between the dpu and sheath may have also opened up the skive allowing the dpu to protrude outside the sheath. This also would cause significant resistance. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ a third contributing factor may have occurred due to the reported high tortuousity of the vessels. The bodies tortuous anatomical state may have contributed to the resistance of the coil during advancement into the aneurysm. A fourth contributing factor may have been the angle between the distal tip of the microcatheter and the neck of the aneurysm. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends under the cautionary statements; ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿ the angle could also produce difficulties during the coils advancment into the aneurysm. The final contributing factor may have been distal interference resulting in resistance during the coils advancement into the aneurysm. The source and location of this interference cannot be determined. In addition; without the return of the prowler plus microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. The microcatheter, which was not returned may have contributed to the event. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.